Manufacturer narrative:
Date rec¿d by MFR : 01jun2019, date of report : 03jun2019. The customer was sent a quote for repairs; however, the customer did not approve the repairs at this time. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05mar2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit's light emitting diode (led) indicator was faulty. There was no patient involvement. The event date was not specified; estimate used.